Event description:
According to the MFR resmed, inc: their s8 series of continuous positive airway pressure devices are not always continuous. They offer a setting called epr (expiratory pressure relief) which drops the prescribed pressure during exhalation. This epr pressure swing can be on the order of 1 to 3 cm/h2o. The rationale for this drop in pressure is to supposedly make the pt more comfortable, but breathing out against lower pressure. The counterbalancing logic is that it is at the end of expiratory phase where the airway close during obstructive sleep apnea. So, in effect, my sleep apnea is not being treated properly (non-delivery of prescribed pressure) when the supposed non-therapeutic epr control is used, yet. There are many reports of having objective recordings of higher apneas and hypopneas when the epr is used, and it seems to follow a dose dependent curve. (B)(4).